Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in the office on the day of the call and the ins was superficial but they were only getting 2 bars. It was stated that the patient had been able to charge but it was just very slow- taking too long. The patient was seen for post-operation appointment about a week after implant and at that appointment they were in pain and the pocket site was tender and swollen from the surgery. The poor coupling of only 2 bars was attributed to that. It was noted that the pocket issues had been resolved but the patient was still only able to get 2 bars and the recharger appeared to be working fine. The rep indicated that the patient did not complain of having charging issues but just stated it was slow. It was also noted that the patient could communicate with another external device. X-ray was performed to determine if the ins was flipped and it was confirmed to be flipped. It was noted that the ins was implanted in the patient's left flank/back area and the x-ray showed that the lead were exiting in the ins laterally. Additional information received from the rep reported that the patient had follow up meeting scheduled with the implanting surgeon this thursday to discuss further action, pocket revision will be suggested.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.